Event description:
It was reported that when the devices were used during a laparoscopic hemicolectomy procedure, they locked out. The procedure was converted to open due to circumstances unrelated to the devices. There were no further consequences to the pt.